Event description:
On (B)(6) 2013 hospital wanted to place a medtronic corevalve device in a pt and their sheath device got stuck on the valve of our rcfw-18.0p-38-30-rb. The complete valve then separated from the sheath and there was extensive blood loss. Not just the valve came out but the complete white part that encases the valve separated from the sheath and subsequently the sheath slipped beyond skin level into the pt which made it even more difficult to manage the blood loss. Heart surgery had to be called in and they had to operate on the pt. Unfortunately the pt expired in the process. Update as per complaint form received on (B)(6) 2013: "to bring corevalve device into the heart. After the deployment prof. Want to bring back the medtronic device, but in the moment the last part of this device want to go back, the complete valve is leaving of the body from the introducer. The introducer was complete subcutan and of this reason, prof need a long time to stop the blood and remove the introducer without any valve. After that he blocked the vessel above the 0.035 wire guide with a 10 mm diameter balloon catheter. And bring after the reanimation a new one in and bring the next corevalve in." "After the loss of the valve, the pt has lost so much blood that he had to be resuscitated, therefore the set corevalve is deployed and it only had one, then another to be set. This was made possible by a new rcfw-18.0p-38-30-rb. But the heart walls have been injured in such that the pt ultimately died of it". No part of the device remained inside the pt. The pt did require additional procedures due to this occurrence: heart surgery had to operate on the pt. The complainant did report an adverse effect on the pt due to this occurrence: pt expired.

Manufacturer narrative:
Pt info was not provided by the reporter. Date of death unknown as not provided by the reporter. Reporter info was not provide by the reporter. (B)(4). Investigation results: no product was returned to assist in the investigation. Per quality control specification, there is an incoming inspection, measuring the inside diameter of the material as well as control in-process and final inspection for check-flotm introducer, there is 100% inspection, confirming the check-flo fittings are fully snapped and secure. The devices are visually examined and confirmed the flare of sheath is caught securely in check-flo assembly and that the sheath does not rotate in fittings. An IFU is provided that includes the following precaution: "all instruments of catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight". Without benefit of examining the complaint device, it is difficult to determine with certainty why the failure mode occurred; however, there is evidence from this event (1820334-2013-00363) and from the similar event (1820334-2013-00367) that the tavi procedure with the medtronic corevalve device may be challenging for this physician. Although the complaint device is from the same lot number as the complaint device noted in another report (1820334-2013-00367), there is no definitive evidence to support the root cause of this failure mode is also operator related. Valve assembly separation complicated the complex tavi procedure and the pt expired. Risk assessment was completed by quality engineering and concluded that the risk remains acceptable for this failure mode and product family. The appropriate internal personnel have been notified of this event and we continue to monitor complaints for this failure mode.